Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As a result, moisture entered the pump and damaged the electronics. The up button is permanently active due to an external mechanical damage. Therefore; it is not possible to confirm the triggered e8 error message and the other buttons do not respond to commands.

Event description:
Reporter stated the buttons on the infusion device are not functioning correctly; therefore, the infusion device will not respond. The patient replaced the battery and battery cover, and the infusion device completed to start-up procedure and then displayed an e8 power interrupt error. The error message could not be cleared. The infusion device was returned to the manufacturer for evaluation. No physiological effects were reported.